Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified but was likely caused by insufficient cleaning and leakage from the scope cover and bending section cover. However, a definitive root cause could not be determined. The instruction manual states the detection method associated with the event in "IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection", and preventative measures in "IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the water tightness was lost due to wear of scope cover packing, air/water cylinder had no color, suction cylinder had no color, forceps channel port had dent and a scratch, scope connector cover unit was dirty due to water leakage, outside shield unit had corrosion due to water leakage, water tightness is lost due to a pinhole on bending section cover, insulation resistance value at distal end did not meet the standard value due to burn on plastic distal end cover, bending section cannot be bent in up direction at all due to a cut on angle wire, light guide lens had a crack, adhesive on bending section cover had a crack, and the universal cord had a wrinkle and peeling off coating. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope nozzle, forceps channel, bending section cover, and connecting tube had foreign objects. There were no reports of patient involvement.